Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator had been causing them pain at their implant site and into their hip/crotch area. They were in a car accident on (B)(6) 2017 and the pain has gotten worse since then but added that they were not injured in the accident. The patient was advised to follow up with a doctor to have their device checked and to discuss their symptoms. No further complications reported.